Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, it was reported by a sales representative via (B)(4) that an ar-200m motor of ar-200 is warm to the touch when running. Discovered during a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional details from the field, arthrex was able to determine the most likely cause. The reported failure is most likely due to moisture intrusion. Dfu-0225-6r0_fmt_en-us - drillsaw highspeed 200 user¿s guide the precaution! Symbol identifies methods and procedures that must be followed to avoid damaging the device or causing it to malfunction. 9. Never use liquid to clean the accessory device connector contacts. Remove dust regularly using dry compressed air. 12. Never allow the console receptacles to have any contact with liquids. If there is dust or moisture on the receptacles, remove using dry compressed air. Only dry connectors should be plugged into the console. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.